Event description:
A doctor alleged that multiple patients had experienced the debonding of posts after placement with bond 1 products and build it fr material.

Manufacturer narrative:
Specific patients' information with regard to age, gender, and weight was not provided. The doctor could not recall specific patient or incident details. It was reported that the doctor had to re-do the cores and seated the crowns for each of the patients, without further incident. To date, the patients are doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.